Event description:
A critical alarm was heard and confirmed by telemetry. It was reported that the alarm occurred due to a motor stall. It was unknown if there was a related therapy or medical problem. The pump was used to deliver baclofen, clonidine, and dilaudid. The pump was replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.